Manufacturer narrative:
Per good faith effort (gfe) response received 12jan2026, it was confirmed that the reported issue involved a battery failure, indicated by a battery failure alarm on the device. The ventilator was evaluated by removing the battery and operating the unit using the external power supply, at which time the device functioned normally. Troubleshooting confirmed the battery as the source of the issue, and no additional device faults were identified. The unit was not repaired with a battery replacement, as the battery was beyond its warranty period and the customer declined replacement due to cost. Performance functionality was verified while operating on external power, and the ventilator was returned to service without the battery installed. No diagnostic report (drpt) or battery lot/serial information was available. The defective battery was not returned to respironics, as no replacement was performed and the customer retained the part.

Event description:
A complaint was reported on behalf of the customer by a philips employee regarding a v60 ventilator experiencing battery failure and requiring battery replacement. At the time the issue was identified, the device was in standby mode and not in clinical use. There was no patient involvement or impact; however, the issue resulted in a delay to operation or examination. The philips engineer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported concern. The reported concern was a short battery life. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6).